Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and intermittent high out of range pace impedance measurements greater than 2500 ohms. No issues were observed on an x-ray and the lead connection in the device header was tested and appeared to be normal. The lead was surgically abandoned and replaced. There were no additional adverse patient effects.